Event description:
It was reported that this pacemaker device had one year remaining but after interrogation the battery showed less than six months remaining. Boston scientific technical services (ts) discussed device battery longevity and projection when nearing elective replacement indicator (eri). To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.